Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy, and bladder neck suspension ((B)(6) 2011) due to 3rd degree cystocele. On (B)(6) 2011 it was reported that patient saw mesh pieces that came out in commode after surgery. On (B)(6) 2010, the patient complains of urinary incontinence so bad that she wears protection all the time because she will leak just by standing up.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior colporrhaphy, due to 3rd degree cystocele. It was reported that following insertion the patient experienced erosion of her internal bodily tissue and other injuries, chronic pelvic and vaginal area pain, frequent/recurrent urinary tract infections, foul vaginal odor, vaginal discharge, painful urge incontinence, urinary leakage, physical pain and discomfort, lower abdominal pain and pressure, painful urge to urinate, excruciatingly painful intercourse, burning, unrelenting pain, inability it engage in sexual intimacy due to severity of pain, and entire quality of life has decreased since implantation of mesh. She has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. On (B)(6) 2011, the patient underwent a hysterectomy/ salpingo-oophorectomy. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.